Manufacturer narrative:
Upon completion of the investigation it was noted that the 60mm of catheter that was returned for investigation was visually inspected, a small cut was noted in the catheter, one end of the catheter was clean cut and the other end was jagged / torn. The 60mm of catheter was leak tested, only leaked from the small cut in the catheter. Review of the history device records was not possible as the lot number was unknown. The root cause could be due to a sharp or pointed object coming into contact with the catheter but this could not be determined. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Gtin: (B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The device was implanted via v-p shunt to a (B)(6)-year-old male with sah in 2009. The initial setting pressure is unknown. About 2 months ago, the patient had a pain in the back of his neck. It was found through CT scanning that the abdominal catheter was broken and csf was accumulated there. On (B)(6) 2015, the surgeon removed only the abdominal catheter and left the valve being implanted. The patient's condition is good after surgery. It was reported that the patient had no trauma in his neck.